Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and became symptomatic and fell to the floor. Upon interrogation, it was noted that the vt was not very wide, so it was thought the subcutaneous implantable cardioverter defibrillator (s-ICD) was withholding therapy due to width comparison of the template since the rate was in the conditional zone. It was noted the therapy was withheld for over 60 seconds. It was further noted that the patient's potassium level was low at the time of this event. The patient was sent home from the hospital and had a seizure like episode. However in the emergency room upon interrogation of the s-ICD, there were not stored episodes. The hospital telemetry did not a vt, however the device did not store an event. Several weeks later the patient got out of bed to use the restroom and upon returning received an inappropriate shock due to oversensing of noise and reduced amplitude signals. The shock rate was 160 but post shock rate was 80, so boston scientific technical services (ts) discussed that rate may have also played a factor in the patient receiving this shock. The s-ICD was reprogrammed to a different sensing vector. Two weeks later the patient received another inappropriate shock. Upon consulting with ts, it was recommended to explant the s-ICD and electrode as the patient may need a different device. Subsequently, the s-ICD and electrode were explanted and a dual chamber implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.